Event description:
The customer reported shock resistance malfunction errors in the log.

Manufacturer narrative:
The customer reported shock resistance malfunction errors in the log. The unit was evaluated at philips. The symptom could not be duplicated, however, related errors were noted in the system log as well as critical therapy pca errors which could indicate a potential inability to deliver therapy. The therapy pca was replaced and the device was returned to the customer after passing all testing. We are considering this a malfunction. We cannot determine the cause definitively since we could not reproduce the symptom.